Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause the report was the high glucose level as reported by the client. The device functioned as required.

Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range is 160 to 200 mg/dl. Customer feels ill and reported symptoms of dizziness. Medical intervention is required on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Blood glucose test results of 500 mg/dl obtained upon arrival to hospital. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of hi blood glucose test results. Expected blood glucose test result range is 160 to 200 mg/dl. Customer feels ill and reported symptoms of dizziness. Medical intervention is required on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Blood glucose test results of 500 mg/dl obtained upon arrival to hospital. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: hi (B)(6) 2015 6:24pm fasting. Hi (B)(6) 2015 4:33pm fasting. Hi (B)(6) 2015 2:13pm non-fasting. Hi (B)(6) 2015 2:11pm non-fasting. 196mg/dl (B)(6) 2015 6:40am fasting.